Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display after it was dropped. The customer¿s blood glucose during the incident was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device received with cracked and bleeding lcd glass. Unable to perform operating current, unexpected restart error, self test and displacement test due to cracked and bleeding lcd glass.